Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: unknown h6: multiple annex a codes were coded for this event. A150204 was coded for the gantry not being able to fully close. A0709 was coded for the door open message. H3, h6: no products were received by the manufacturer for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant had a door open message present on it and the site was not able to get the doors to fully close. The site noted that the gantry doors appeared to be catching on the lower inner gantry cover on the right side and it's preventing the doors from closing all the way. The site attempted to adjust the covers as the doors were closing so they didn't catch on each other, but was not able to. The rotor appeared to be misaligned as the door was trying to be closed. The site aligned the rotor and opened the gantry doors manually, and then invalidated home, and the issue resolved. The site confirmed they were able to open and close the gantry doors without it getting caught on other covers. There was no patient involvement.